Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the insertable cardiac monitor (icm) exhibited bluetooth telemetry loss. No intervention was reported. There were no patient consequences.

Manufacturer narrative:
The reported event of loss of ble was confirmed. The information received was reviewed by engineering and it was determined that the device had entered ble lockout due to patient role session time threshold being reached. The threshold was reached due to the device not being interrogated in clinic for a year and too much ble being used. This behavior is per design specification as a part of a cybersecurity feature.